Event description:
A caller reported experiencing cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.